Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure, when attempt was made to cross the septum, the dilator cross the septum but the sheath was not able to cross despite many attempts. Also, the non-bsc super stiff guidewire became kinked in the dilator and could not be advanced. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis. It was further reported that the that sheath was replaced once it was out of the body, no damage was noted on the sheath. It was confirmed that the super stiff guidewire became kinked due to difficulty crossing faradrive across the septum. No patient information available.